Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer changed the infusion set and approximately eleven minutes later his glucose level was 183mg/dl. The customer went to sleep and he was found unresponsive and sweating hours later. His blood glucose was 19mg/dl and they gave him soda, but he did not react and the paramedics were called and treated him. The customer still did not react and he was taken to the hospital. It was stated that the customer filled the reservoir with 140.0 units of insulin and the entire reservoir emptied into his body. Troubleshooting was performed, and the drive support cap appears to be normal. No further information was provided.